Manufacturer narrative:
The failure investigation has been completed and the alleged issue of temperature alarm was verified, however alleged issue of inaccurate insulin gauge could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred and that the insulin gauge was inaccurate. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.